Manufacturer narrative:
(B)(4). The device is unavailable. Additional narrative: this device was not returned to baxter for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. A batch review was conducted which found no nonconformances.

Manufacturer narrative:
(B)(4).additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) infusor seven day device had ruptured causing the drug to leak out of the infusor. According to the report the device was filled with 240ml of 5-fluorouracil and sodium chloride (concentration 23.81mg/ml). There is no patient involvement. No additional information is available.